Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant unable to locate coil/ expulsion of essure device coil not found in left tube during removal surgery, unable to locate"), loss of consciousness ("she has passed out"), rheumatoid arthritis ("rheumatoid arthritis"), cerebral disorder ("brain disorder that is being pinched off by her skull/ brain will swell in lower opening of skull") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5. Concurrent conditions included clotting disorder, uterine bleeding, osteoarthritis and panic attacks. Concomitant products included ibuprofen, medroxyprogesterone (depo provera) from 2008 to 2010 and nuvaring from 1999 to 2016. In 2008, the patient experienced the first episode of migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced fallopian tube spasm ("one tube had a spasm"), complication of device insertion ("complication of device insertion"), rubber sensitivity ("allergic or hypersensitivity reaction type: latex") and contrast media allergy ("allergic or hypersensitivity reaction type: dye"). In 2010, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced mood altered ("hormonal changes: mood changes"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), agoraphobia ("psychological or psychiatric problems condition: agoraphobia") and seizure ("seizures"). In 2012, the patient experienced weight increased ("weight gain / loss specify : weight gain"), dyspepsia ("gastrointestinal or digestive system condition type: indigestion") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). In 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant) with pain and musculoskeletal disorder, cerebral disorder (seriousness criterion medically significant), cognitive disorder ("cognitive issues"), memory impairment ("memory issues/ short term memory was shot"), dysgraphia ("could not write what she wanted to"), amnesia ("loss of word recall during sentences as she spoke"), dysphemia ("stutters"), auditory disorder ("hearing issues"), the second episode of migraine ("migraines"), fatigue ("chronic fatigue"), the first episode of tremor ("tremors"), muscle fatigue ("muscle fatigue"), photosensitivity reaction ("sensitivity to the sun"), pain of skin ("skin sensitivity to touch"), fibromyalgia ("fibromyalgia"), arthralgia ("hip/ knee pain/ joint pain"), temporomandibular joint syndrome ("tmg (temporomandibular disorders)/ tmj") with oral pain, tooth fracture, bruxism, toothache and gingival swelling, hypoaesthesia ("numbness in hands and feet"), muscle spasms ("muscle spasms"), the first episode of insomnia ("chronic insomnia"), alopecia ("severe hair loss/ alopecia/ hair loss"), asthma ("severe asthma"), visual impairment ("vision problems"), depression ("depression"), anxiety ("anxiety"), formication ("my skin crawls"), skin burning sensation ("my skin burns from the inside out"), dental caries ("tooth decay "), hypovitaminosis ("vitamin deficiencies"), abdominal pain ("abdominal pain"), dyspnoea ("breathing issues,"), the second episode of tremor ("tremors"), abdominal distension ("bloating"), allergy to metals ("nickle allergies/ nickel allergy/ allergy to mercury"), inflammation ("inflammation in your body"), cervix inflammation ("damage it has done to my cervix becoming inflamed"), uterine tenderness ("uterus being extra sensitive"), menorrhagia ("heavy periods / gushes of blood from my vagina during periods"), vulvovaginal discomfort ("weighted feeling in my vagina"), vulvovaginal pain ("sharp stinging pains my vagina"), the first episode of dysmenorrhoea ("painful cramping during my period"), rash ("skin rash"), tooth fracture ("teeth breaking"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type bladder/urinary. Infection (other) describe: bv"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast continuously while not sexually active."), extrasystoles ("blood or heart disorder/condition type: skipping beats"), palpitations ("blood or heart disorder/condition type: racing"), the second episode of dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), night blindness ("no night vision"), vitreous floaters ("floaters"), vision blurred ("blurred vision"), neck pain ("neck pain"), abdominal pain lower ("lower stomech pain/ lower abdomen pain"), chest pain ("chest pain"), back pain ("back pain"), oral pain ("mouth pain"), pain in extremity ("hands and feet pain"), the second episode of insomnia ("insomnia"), eye pain ("sharp pain in her eyes"), drug hypersensitivity ("allergic or hypersensitivity reaction: sulfa") and polymenorrhoea ("multiple back to back periods"). The patient was treated with cyclobenzaprine, gabapentin, omeprazole (prilosec), antibiotics and surgery ((B)(6) 2016 total laparoscopic hysterectomy, bilateral salphingectomy one coil was removed.). Essure treatment was not changed. At the time of the report, the device dislocation, loss of consciousness, rheumatoid arthritis, cerebral disorder, fallopian tube spasm, complication of device insertion, cognitive disorder, memory impairment, dysgraphia, amnesia, dysphemia, auditory disorder, muscle fatigue, photosensitivity reaction, pain of skin, fibromyalgia, arthralgia, temporomandibular joint syndrome, hypoaesthesia, muscle spasms, alopecia, asthma, visual impairment, depression, anxiety, formication, skin burning sensation, dental caries, hypovitaminosis, abdominal pain, dyspnoea, the last episode of tremor, abdominal distension, allergy to metals, inflammation, cervix inflammation, uterine tenderness, menorrhagia, vulvovaginal discomfort, vulvovaginal pain, rash, tooth fracture, pelvic pain, genital haemorrhage, mood altered, vaginal haemorrhage, rubber sensitivity, contrast media allergy, bacterial vaginosis, vulvovaginal mycotic infection, post-traumatic stress disorder, agoraphobia, bladder disorder, urinary tract disorder, headache, nausea, seizure, the last episode of dysmenorrhoea, dyspareunia, vaginal discharge, night blindness, vitreous floaters, vision blurred, weight increased, dyspepsia, gastrooesophageal reflux disease, neck pain, chest pain, back pain, oral pain, pain in extremity, eye pain, drug hypersensitivity and polymenorrhoea outcome was unknown, the last episode of migraine, fatigue, abdominal pain lower and the last episode of insomnia was resolving and the extrasystoles and palpitations had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, agoraphobia, allergy to metals, alopecia, amnesia, anxiety, arthralgia, asthma, auditory disorder, back pain, bacterial vaginosis, bladder disorder, cerebral disorder, cervix inflammation, chest pain, cognitive disorder, complication of device insertion, contrast media allergy, dental caries, depression, device dislocation, drug hypersensitivity, dysgraphia, dyspareunia, dyspepsia, dysphemia, dyspnoea, extrasystoles, eye pain, fallopian tube spasm, fatigue, fibromyalgia, formication, gastrooesophageal reflux disease, genital haemorrhage, headache, hypoaesthesia, hypovitaminosis, inflammation, loss of consciousness, memory impairment, menorrhagia, mood altered, muscle fatigue, muscle spasms, nausea, neck pain, night blindness, oral pain, pain in extremity, pain of skin, palpitations, pelvic pain, photosensitivity reaction, polymenorrhoea, post-traumatic stress disorder, rash, rheumatoid arthritis, rubber sensitivity, seizure, skin burning sensation, temporomandibular joint syndrome, tooth fracture, urinary tract disorder, uterine tenderness, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitreous floaters, vulvovaginal discomfort, vulvovaginal mycotic infection, vulvovaginal pain, weight increased, the first episode of dysmenorrhoea, the first episode of insomnia, the first episode of migraine, the first episode of tremor, the second episode of dysmenorrhoea, the second episode of insomnia, the second episode of migraine and the second episode of tremor to be related to essure. The reporter commented: (B)(6) 2016:essure device removed which had two coils. Only coil was removed. (B)(6) 2016: x-ray performed: essure device removed which had two coils. Only coil was removed. X-ray performed for possible retained essure device.on the previous ap lumbar spine, essure device is seen. The visualized bones are intact. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - in 2008: tubal blockage; in 2010: total bilateral occlusion. Failure to occlude tube result: unilateral occlusion (left tube occluded). Unilateral occlusion (right tube occluded). Failure to occlude (close) fallopian tubes (B)(6) 2016: surgical pathology report: addendum: an essure device (stainless steel coil) was identified in the lumen of the right fallopian tube. No essure device was not identified in the left fallopian tube. Final diagnosis: uterus and fallopian tubes; hysterectomy and salpingectomy. Uterus: cervix-ulceration with acute and chroniuc inflammation. Endometrium- secretory, consistent with 4th to 5th post ovulatory dya. Myometrium-adenomyosis. Bilateral fallopian tubes- congested. History: essure device removed which had two coils. Only coil was removed. X-ray performed for possible retained essure device. Findings: on the previous ap lumbar spine, essure device is seen quality-safety evaluation of ptc: technical assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 25-jun-2018: from pfs events " mood changes, multiple back to back periods, expulsion of essure device, sharp pain in her eyes, sulfa allergy, mercury allergy" are added. Concomitant and treatment drug are added.concomitant condition are added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant unable to locate coil"), loss of consciousness ("she has passed out"), rheumatoid arthritis ("rheumatoid arthritis"), cerebral disorder ("brain disorder that is being pinched off by her skull/ brain will swell in lower opening of skull") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5. Concurrent conditions included clotting disorder and uterine bleeding. Concomitant products included medroxyprogesterone (depo provera) from 2008 to 2010 and nuvaring from 1999 to 2016. In 2008, the patient experienced the first episode of migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced fallopian tube spasm ("one tube had a spasm"), complication of device insertion ("complication of device insertion"), rubber sensitivity ("allergic or hypersensitivity reaction type: latex") and contrast media allergy ("allergic or hypersensitivity reaction type: dye"). In 2010, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced hormone level abnormal ("hormonal changes"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), agoraphobia ("psychological or psychiatric problems condition: agoraphobia") and seizure ("seizures"). In 2012, the patient experienced weight increased ("weight gain / loss specify : weight gain"), dyspepsia ("gastrointestinal or digestive system condition type: indigestion") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). In 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant) with pain and musculoskeletal disorder, cerebral disorder (seriousness criterion medically significant), cognitive disorder ("cognitive issues"), memory impairment ("memory issues/ short term memory was shot"), dysgraphia ("could not write what she wanted to"), amnesia ("loss of word recall during sentences as she spoke"), dysphemia ("stutters"), auditory disorder ("hearing issues"), the second episode of migraine ("migraines"), fatigue ("chronic fatigue"), the first episode of tremor ("tremors"), muscle fatigue ("muscle fatigue"), photosensitivity reaction ("sensitivity to the sun"), pain of skin ("skin sensitivity to touch"), fibromyalgia ("fibromyalgia"), arthralgia ("hip/ knee pain/ joint pain"), temporomandibular joint syndrome ("tmg (temporomandibular disorders)/ tmj") with oral pain, tooth fracture, bruxism, toothache and gingival swelling, hypoaesthesia ("numbness in hands and feet"), muscle spasms ("muscle spasms"), the first episode of insomnia ("chronic insomnia"), alopecia ("severe hair loss/ alopecia/ hair loss"), asthma ("severe asthma"), visual impairment ("vision problems"), depression ("depression"), anxiety ("anxiety"), formication ("my skin crawls "), skin burning sensation ("my skin burns from the inside out"), dental caries ("tooth decay "), hypovitaminosis ("vitamin deficiencies"), abdominal pain ("abdominal pain"), dyspnoea ("breathing issues,"), the second episode of tremor ("tremors"), abdominal distension ("bloating"), allergy to metals ("nickle allergies/ nickel allergy"), inflammation ("inflammation in your body"), cervix inflammation ("damage it has done to my cervix becoming inflamed"), uterine tenderness ("uterus being extra sensitive"), menorrhagia ("heavy periods / gushes of blood from my vagina during periods"), vulvovaginal discomfort ("weighted feeling in my vagina"), vulvovaginal pain ("sharp stinging pains my vagina"), the first episode of dysmenorrhoea ("painful cramping during my period"), rash ("skin rash"), tooth fracture ("teeth breaking"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type bladder/urinary. Infection (other) describe: bv"), fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast continuously while not sexually active."), extrasystoles ("blood or heart disorder/condition type: skipping beats"), palpitations ("blood or heart disorder/condition type: racing"), the second episode of dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), night blindness ("no night vision"), vitreous floaters ("floaters"), vision blurred ("blurred vision"), neck pain ("neck pain"), abdominal pain lower ("lower stomach pain"), chest pain ("chest pain"), back pain ("back pain"), oral pain ("mouth pain"), pain in extremity ("hands and feet pain") and the second episode of insomnia ("insomnia"). The patient was treated with surgery ((B)(6) 2016 total laparoscopic hysterectomy, bilateral salphingectomy one coil was removed.). Essure treatment was not changed. At the time of the report, the device dislocation, loss of consciousness, rheumatoid arthritis, cerebral disorder, fallopian tube spasm, complication of device insertion, cognitive disorder, memory impairment, dysgraphia, amnesia, dysphemia, auditory disorder, muscle fatigue, photosensitivity reaction, pain of skin, fibromyalgia, arthralgia, temporomandibular joint syndrome, hypoaesthesia, muscle spasms, alopecia, asthma, visual impairment, depression, anxiety, formication, skin burning sensation, dental caries, hypovitaminosis, abdominal pain, dyspnoea, the last episode of tremor, abdominal distension, allergy to metals, inflammation, cervix inflammation, uterine tenderness, menorrhagia, vulvovaginal discomfort, vulvovaginal pain, rash, tooth fracture, pelvic pain, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, rubber sensitivity, contrast media allergy, bacterial vaginosis, fungal infection, post-traumatic stress disorder, agoraphobia, bladder disorder, urinary tract disorder, headache, extrasystoles, palpitations, nausea, seizure, the last episode of dysmenorrhoea, dyspareunia, vaginal discharge, night blindness, vitreous floaters, vision blurred, weight increased, dyspepsia, gastrooesophageal reflux disease, neck pain, chest pain, back pain, oral pain and pain in extremity outcome was unknown and the last episode of migraine, fatigue, abdominal pain lower and the last episode of insomnia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, agoraphobia, allergy to metals, alopecia, amnesia, anxiety, arthralgia, asthma, auditory disorder, back pain, bacterial vaginosis, bladder disorder, cerebral disorder, cervix inflammation, chest pain, cognitive disorder, complication of device insertion, contrast media allergy, dental caries, depression, device dislocation, dysgraphia, dyspareunia, dyspepsia, dysphemia, dyspnoea, extrasystoles, fallopian tube spasm, fatigue, fibromyalgia, formication, fungal infection, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, hypoaesthesia, hypovitaminosis, inflammation, loss of consciousness, memory impairment, menorrhagia, muscle fatigue, muscle spasms, nausea, neck pain, night blindness, oral pain, pain in extremity, pain of skin, palpitations, pelvic pain, photosensitivity reaction, post-traumatic stress disorder, rash, rheumatoid arthritis, rubber sensitivity, seizure, skin burning sensation, temporomandibular joint syndrome, tooth fracture, urinary tract disorder, uterine tenderness, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitreous floaters, vulvovaginal discomfort, vulvovaginal pain, weight increased, the first episode of dysmenorrhoea, the first episode of insomnia, the first episode of migraine, the first episode of tremor, the second episode of dysmenorrhoea, the second episode of insomnia, the second episode of migraine and the second episode of tremor to be related to essure. The reporter commented: (B)(6) 2016:essure device removed which had two coils. Only coil was removed. (B)(6) 2016: x-ray performed: essure device removed which had two coils. Only coil was removed. X-ray performed for possible retained essure device. On the previous ap lumbar spine, essure device is seen. The visualized bones are intact. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - in 2008: tubal blockage. Result: unilateral occlusion (left tube occluded). Unilateral occlusion (right tube occluded). Failure to occlude (close) fallopian tubes. (B)(6) 2016: surgical pathology report: addendum: an essure device (stainless steel coil) was identified in the lumen of the right fallopian tube. No essure device was not identified in the left fallopian tube. Final diagnosis: uterus and fallopian tubes; hysterectomy and salpingectomy. Uterus: cervix-ulceration with acute and chronic inflammation. Endometrium- secretory, consistent with 4th to 5th post ovulatory day. Myometrium-adenomyosis. Bilateral fallopian tubes- congested. History: essure device removed which had two coils. Only coil was removed. X-ray performed for possible retained essure device. Findings: on the previous ap lumbar spine, essure device is seen. Quality-safety evaluation of ptc: technical assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-mar-2018: plaintiff fact sheet & medical record received. Events abnormal bleeding, vaginal bleeding, latex, dye allergy, bacterial vaginosis, yeast infection, anxiety ptsd depression, agoraphobia, migraines / headaches, skipping beats and racing, nausea, seizures, dysmenorrhea, dyspareunia, vaginal discharge, no night vision, floaters and blurred, weight gain, indigestion and acid reflux, neck pain, lower abdominal pain, chest pain, back pain, oral pain, hand & feet pain are added. Lab data updated. Concomitant conditions & drugs are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on 21-aug-2015 who had essure (fallopian tube occlusion insert) inserted for permanent sterilization in 2009 because she had sensitivity to medication, had given birth to 5 children and she was advised due to a clotting disorder to not have any major surgeries. Additional information was identified during monitoring of postings at an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0751). The first attempt implanted one device but the second tube began to spasm. So she had to reschedule a second for the other to be put in place. She returned for a follow up visit and was told they were successfully in place (hysterosalpingogram showed tubal blockage) and that she no longer had anything to worry about. Within a year she began to pass out, experienced memory and cognitive issues to the point of being unable to hold conversations due to her inability to speak correctly and loss of word recall during sentences as she spoke. Since then she developed a brain disorder where her brain will swell into the lower opening of her skull and can sometimes get pinched off and cause her to pass out along with severe migraines. Some even lasted months with nothing more than relief to the degree of pain but never completely alleviated. She was diagnosed with chronic fatigue, tremors, muscle fatigue, skin sensitivity to sunlight and touch, ra (rheumatoid arthritis), chronic/ severe pain, fibromyalgia, severe cognitive issues where her short term memory was shot, she could not write what she wanted to, stutters, could not drive at night, hear at times and asks people to repeat what they said. She had days she couldn´t get out of bed and when she does she looked like a 90 year old man. She experienced other issues including hip pain, knee pain, her fingers and toes lock up, severe asthma (that she takes 4 medications for treatment and now is moderate asthma), tmg (temporomandibular disorders), numbness in hands and feet, muscle spasm, chronic insomnia, joint pain, alopecia, asthma that has developed in this time, vision problems, tmj where she can barely open her mouth without pain, clenching of jaws to the point of broken teeth, swelling of guns, tooth pain, hearing issues to need constant repetition from others to understand and comprehend. She was working with physicians and specialist to possibly find a plan to remove the devices as she has a clotting disorder that she was recommended not to have any major surgeries due to the difficulty of stopping bleeding. She also suffered from severe depression and anxiety due to the pain and multiple issues that she has to deal with in this time, having been unable to work for the last 4 years. Technical analysis received on 14-sep-2015: ptc global number (B)(4). Technical assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information received on 07-oct-2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Follow up information received on 27-oct-2015: this follow up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1757). Consumer reported that she had essure inserted in 2010 as it was the safest form of sterilization to avoid surgery due to her clotting disorder. She experienced chronic pains, fatigue, skin continuously crawling and burning from the inside out, hair loss, internal tooth decay where she have had teeth break from the inside out, multiple vitamin deficiencies, abdominal pain, breathing issues, anxiety, severe depression, tremors, random rashes, vision and hearing issues, bloating, muscle spasms, stuttering spells,memory and cognitive issues, limbs locking, passing out and a swelling in her brain, and inability to get out of bed for days at a time, she found out nickel allergies caused inflammation in her body, cervix became inflamed, uterus being extra sensitive, heavy periods, a weighted feeling in her vagina, sharp stinging pains in her vagina, extremely painful cramping during her period when she began to experience limb numbness and tingling along with random gushes of blood from her vagina. She was scheduled for nickel tests and ultrasounds for discovery in order to have a hysterectomy in hopes of alleviating the effects of this product. Legal claim received on 13-jul-2016: essure was inserted in (B)(6) 2008. After being implanted, she suffered from severe and permanent injuries. Follow up information was received on 10-aug-2017. Plaintiff was implanted with essure on (B)(6) 2008 (previously reported as (B)(6) 2008). As a result of her implantation with essure she experienced migration of implant (medically significant and intervention required), skin rash, depression, anxiety, memory issues, tremors, migraines, teeth breaking, hair loss, vision problems, nickel allergy and pain on an unspecified date. Plaintiff had surgery to remove the essure implant on (B)(6) 2016. The outcome of events migration of implant, skin rash, depression, anxiety, memory issues, tremors, migraines, teeth breaking, hair loss, vision problems, nickel allergy and pain was unknown. Reporter causality between events migration of implant, skin rash, depression, anxiety, memory issues, tremors, migraines, teeth breaking, hair loss, vision problems, nickel allergy, pain and essure was related. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0751) on (B)(6) 2015. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant unable to locate coil/ expulsion of essure device coil not found in left tube during removal surgery, unable to locate'), loss of consciousness ('she has passed out'), rheumatoid arthritis ('rheumatoid arthritis'), arnold-chiari malformation ('brain disorder that is being pinched off by her skull/ brain will swell in lower opening of skull/ brain swelling'), genital haemorrhage ('abnormal bleeding (general)') and coagulopathy ('clotting disorder') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5. Concurrent conditions included panic attacks since 2014, anxiety since 2014, depression since 2014, asthma since 2010, osteoarthritis since 2000, clotting disorder (pre-existing), uterine bleeding, gallstones, platelet disorder and post-traumatic stress disorder. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from 1999 to 2016, ibuprofen and medroxyprogesterone acetate (depo provera) from 2008 to 2010. In 2008, the patient experienced the first episode of migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced fallopian tube spasm ("one tube had a spasm"), complication of device insertion ("complication of device insertion"), rubber sensitivity ("allergic or hypersensitivity reaction type: latex") and contrast media allergy ("allergic or hypersensitivity reaction type: dye"). In 2010, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced mood altered ("hormonal changes: mood changes"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), agoraphobia ("psychological or psychiatric problems condition: agoraphobia") and seizure ("seizures"). In 2012, the patient was found to have weight increased ("weight gain / loss specify : weight gain") and experienced dyspepsia ("gastrointestinal or digestive system condition type: indigestion") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). In 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant) with pain and musculoskeletal disorder, arnold-chiari malformation (seriousness criterion medically significant), cognitive disorder ("cognitive issues"), memory impairment ("memory issues/ short term memory was shot/short term memory issues"), dysgraphia ("could not write what she wanted to"), amnesia ("loss of word recall during sentences as she spoke"), dysphemia ("stutters"), auditory disorder ("hearing issues"), the second episode of migraine ("migraines"), fatigue ("chronic fatigue"), the first episode of tremor ("tremors"), muscle fatigue ("muscle fatigue"), photosensitivity reaction ("sensitivity to the sun"), pain of skin ("skin sensitivity to touch\skin pain"), fibromyalgia ("fibromyalgia"), arthralgia ("hip/ knee pain/ joint pain"), temporomandibular joint syndrome ("tmg (temporomandibular disorders)/ tmj") with oral pain, tooth fracture, bruxism, toothache and gingival swelling, hypoaesthesia ("numbness in hands and feet"), muscle spasms ("muscle spasms"), chronic insomnia ("chronic insomnia"), alopecia ("severe hair loss/ alopecia/ hair loss"), asthma ("severe asthma"), visual impairment ("vision problems"), depression ("depression"), anxiety ("anxiety"), formication ("my skin crawls"), skin burning sensation ("my skin burns from the inside out"), dental caries ("tooth decay "), hypovitaminosis ("vitamin deficiencies/vitamin deficiency: vitamin d,magnesium, iron"), abdominal pain ("abdominal pain"), dyspnoea ("breathing issues,"), the second episode of tremor ("tremors"), abdominal distension ("bloating"), allergy to metals ("nickle allergies/ nickel allergy/ allergy to mercury"), inflammation ("inflammation in your body"), cervix inflammation ("damage it has done to my cervix becoming inflamed"), uterine tenderness ("uterus being extra sensitive"), menorrhagia ("heavy periods / gushes of blood from my vagina during periods"), vulvovaginal discomfort ("weighted feeling in my vagina"), vulvovaginal pain ("sharp stinging pains my vagina"), menstrual cramp ("painful cramping during my period"), rash ("skin rash\breakout in rash"), tooth fracture ("teeth breaking"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type bladder/urinary. Infection (other) describe: bv"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast continuously while not sexually active."), extrasystoles ("blood or heart disorder/condition type: skipping beats"), palpitations ("blood or heart disorder/condition type: racing"), dysmenorrhea ("dysmenorrhea"), dyspareunia ("dyspareunia"), night blindness ("no night vision"), vitreous floaters ("floaters"), vision blurred ("blurred vision"), neck pain ("neck pain"), abdominal pain lower ("lower stomech pain/ lower abdomen pain"), chest pain ("chest pain"), back pain ("back pain"), oral pain ("mouth pain"), pain in extremity ("hands and feet pain"), insomnia ("insomnia"), eye pain ("sharp pain in her eyes"), drug hypersensitivity ("allergic or hypersensitivity reaction: sulfa"), polymenorrhoea ("multiple back to back periods"), pruritus ("rashes and skin conditions type : itch/on fire"), feeling abnormal ("brain fog"), emotional disorder ("emotional breakdowns"), coagulopathy (seriousness criterion medically significant), myalgia ("I'd have pain all over in my muscles"), pain ("organs pain, I'd have pain all over, still have random sharp pains"), tooth loss ("my fillings in teeth began to fall out and not hold over the years, had many teeth removed") and vitamin d deficiency ("vitamin d deficiency") and was found to have hepatic enzyme increased ("I had elevated liver levels"). The patient was treated with antibiotics, calcium, cyclobenzaprine, gabapentin, glucosamine, omeprazole (prilosec), potassium, vitamin k nos (vitamin k), fillings, root canals, removal, surgery (B)(6) 2016 total laparoscopic hysterectomy, bilateral salpingectomy one coil removed and many teeth were removed) and vitamin k. Essure was removed. At the time of the report, the device dislocation, loss of consciousness, rheumatoid arthritis, arnold-chiari malformation, fallopian tube spasm, complication of device insertion, cognitive disorder, memory impairment, dysgraphia, amnesia, dysphemia, auditory disorder, muscle fatigue, photosensitivity reaction, fibromyalgia, arthralgia, temporomandibular joint syndrome, hypoaesthesia, muscle spasms, alopecia, asthma, visual impairment, depression, anxiety, formication, skin burning sensation, dental caries, hypovitaminosis, abdominal pain, dyspnoea, the last episode of tremor, abdominal distension, allergy to metals, inflammation, cervix inflammation, uterine tenderness, menorrhagia, vulvovaginal discomfort, vulvovaginal pain, menstrual cramp, rash, tooth fracture, pelvic pain, genital haemorrhage, mood altered, vaginal haemorrhage, rubber sensitivity, contrast media allergy, bacterial vaginosis, vulvovaginal mycotic infection, post-traumatic stress disorder, agoraphobia, bladder disorder, urinary tract disorder, headache, nausea, seizure, dysmenorrhea, dyspareunia, vaginal discharge, night blindness, vitreous floaters, vision blurred, weight increased, dyspepsia, gastrooesophageal reflux disease, neck pain, chest pain, back pain, oral pain, pain in extremity, eye pain, drug hypersensitivity, polymenorrhoea, pruritus, emotional disorder, coagulopathy, myalgia, tooth loss and vitamin d deficiency outcome was unknown, the last episode of migraine, fatigue, abdominal pain lower, insomnia and hepatic enzyme increased was resolving and the pain of skin, chronic insomnia, extrasystoles, palpitations, feeling abnormal and pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, agoraphobia, allergy to metals, alopecia, amnesia, anxiety, arnold-chiari malformation, arthralgia, asthma, auditory disorder, back pain, bacterial vaginosis, bladder disorder, cervix inflammation, chest pain, chronic insomnia, coagulopathy, cognitive disorder, complication of device insertion, contrast media allergy, dental caries, depression, device dislocation, drug hypersensitivity, dysgraphia, dyspareunia, dyspepsia, dysphemia, dyspnoea, emotional disorder, extrasystoles, eye pain, fallopian tube spasm, fatigue, feeling abnormal, fibromyalgia, formication, gastrooesophageal reflux disease, genital haemorrhage, headache, hepatic enzyme increased, hypoaesthesia, hypovitaminosis, inflammation, iron deficiency, loss of consciousness, magnesium deficiency, memory impairment, menorrhagia, menstrual cramp, mood altered, muscle fatigue, muscle spasms, myalgia, nausea, neck pain, night blindness, oral pain, pain, pain in extremity, pain of skin, palpitations, pelvic pain, photosensitivity reaction, polymenorrhoea, post-traumatic stress disorder, pruritus, rash, rheumatoid arthritis, rubber sensitivity, seizure, skin burning sensation, temporomandibular joint syndrome, tooth fracture, tooth loss, urinary tract disorder, uterine tenderness, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitamin d deficiency, vitreous floaters, vulvovaginal discomfort, vulvovaginal mycotic infection, vulvovaginal pain, weight increased, the first episode of migraine, the first episode of tremor, dysmenorrhea, insomnia, the second episode of migraine and the second episode of tremor to be related to essure. The reporter commented: she stated she was implanted with essure before being tested for nickel allergy, it was in her body seven years before finding out she had an allergy to nickel. She was diagnosed with vitamine deficiencies since essure. Then it was removed. (B)(6) 2016:essure device removed which had two coils. Only one coil was removed (B)(6) 2016: x-ray performed: essure device removed which had two coils. Only coil was removed. X-ray performed for possible retained essure device. On the previous ap lumbar spine, essure device was seen. The visualized bones are intact. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Chest x-ray - on an unknown date: thickening of lungs.. Hysterosalpingogram - in 2008: results: tubal blockage; in 2010: results: total bilateral occlusion. Failure to occlude tube. Result: unilateral occlusion (left tube occluded). Unilateral occlusion (right tube occluded). Failure to occlude (close) fallopian tubes (B)(6) 2016: surgical pathology report: addendum: an essure device (stainless steel coil) was identified in the lumen of the right fallopian tube. No essure device was not identified in the left fallopian tube. Final diagnosis: uterus and fallopian tubes; hysterectomy and salpingectomy. Uterus: cervix-ulceration with acute and chronic inflammation. Endometrium- secretory, consistent with 4th to 5th post ovulatory dya. Myometrium-adenomyosis. Bilateral fallopian tubes- congested. History: essure device removed which had two coils. Only coil was removed. X-ray performed for possible retained essure device. Findings: on the previous ap lumbar spine, essure device is seen. Essure confirmation test(s) conducted, specify what did your healthcare provider tell you about your results? The first time that I still needed to get the second tube done. Concerning the injuries reported in this case, the following one were reported from social media report : brain fog, emotional breakdowns , clotting disorder, vitamin d deficiency, magnesium deficiency, iron deficiency, hepatic enzymes increased, pain, skin pain. This case has been identified during monitoring of postings on an FDA hosted docket website for essure, which has been established in preparation of a public FDA advisory committee meeting taking place on (B)(6) 2019 and (B)(6) 2019 (FDA, reference number: FDA-2019-n-3767-0087) quality-safety evaluation of ptc: technical assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the consumer, regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: follow up was received via FDA-web-docket site: patient reported new events hepatic enzyme increased, myalgia, pain, pain of skin, and tooth loss. It was also detected that report received via social media on (B)(6) 2018 # (B)(4) was a duplicate to this record and will be deleted after all information transferred to this case record: new: concomitant vitamin k use (for already reported: clotting disorder). New events: vitamin d deficiency, magnesium deficiency and iron deficiency incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4) on 21-aug-2015. The most recent information was received on 24-jun-2020 this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant unable to locate coil/ expulsion of essure device coil not found in left tube during removal surgery, unable to locate'), loss of consciousness ('she has passed out'), rheumatoid arthritis ('rheumatoid arthritis'), arnold-chiari malformation ('brain disorder that is being pinched off by her skull/ brain will swell in lower opening of skull/ brain swelling') and coagulopathy ('clotting disorder') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5. Concurrent conditions included panic attacks since 2014, anxiety since 2014, depression since 2014, asthma since 2010, osteoarthritis since 2000, clotting disorder (pre-existing), uterine bleeding, gallstones, platelet disorder and post-traumatic stress disorder. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from 1999 to 2016, ibuprofen and medroxyprogesterone acetate (depo provera) from 2008 to 2010. In 2008, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced fallopian tube spasm ("one tube had a spasm"), complication of device insertion ("complication of device insertion"), rubber sensitivity ("allergic or hypersensitivity reaction type: latex") and contrast media allergy ("allergic or hypersensitivity reaction type: dye"). In 2010, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced mood altered ("hormonal changes: mood changes"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), agoraphobia ("psychological or psychiatric problems condition: agoraphobia") and seizure ("seizures"). In 2012, the patient was found to have weight increased ("weight gain / loss specify : weight gain") and experienced dyspepsia ("gastrointestinal or digestive system condition type: indigestion") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). In 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant) with pain and musculoskeletal disorder, arnold-chiari malformation (seriousness criterion medically significant), cognitive disorder ("cognitive issues"), memory impairment ("memory issues/ short term memory was shot/short term memory issues"), dysgraphia ("could not write what she wanted to"), amnesia ("loss of word recall during sentences as she spoke"), dysphemia ("stutters"), auditory disorder ("hearing issues"), fatigue ("chronic fatigue"), muscle fatigue ("muscle fatigue"), photosensitivity reaction ("sensitivity to the sun"), pain of skin ("skin sensitivity to touch\skin pain"), fibromyalgia ("fibromyalgia"), arthralgia ("hip/ knee pain/ joint pain"), temporomandibular joint syndrome ("tmg (temporomandibular disorders)/ tmj") with oral pain, tooth fracture, bruxism, toothache and gingival swelling, hypoaesthesia ("numbness in hands and feet"), muscle spasms ("muscle spasms"), chronic insomnia ("chronic insomnia"), alopecia ("severe hair loss/ alopecia/ hair loss"), asthma ("severe asthma"), visual impairment ("vision problems"), depression ("depression"), anxiety ("anxiety"), formication ("my skin crawls"), skin burning sensation ("my skin burns from the inside out"), dental caries ("tooth decay"), hypovitaminosis ("vitamin deficiencies/vitamin deficiency: vitamin d,magnesium, iron"), abdominal pain ("abdominal pain"), dyspnoea ("breathing issues,"), tremor ("tremors"), abdominal distension ("bloating"), allergy to metals ("nickle allergies/ nickel allergy/ allergy to mercury"), inflammation ("inflammation in your body"), cervix inflammation ("damage it has done to my cervix becoming inflamed"), uterine tenderness ("uterus being extra sensitive"), menorrhagia ("heavy periods / gushes of blood from my vagina during periods"), vulvovaginal discomfort ("weighted feeling in my vagina"), vulvovaginal pain ("sharp stinging pains my vagina"), menstrual cramp ("painful cramping during my period"), rash ("skin rash\breakout in rash"), tooth fracture ("teeth breaking"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type bladder/urinary. Infection (other) describe: bv"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast continuously while not sexually active."), extrasystoles ("blood or heart disorder/condition type: skipping beats"), palpitations ("blood or heart disorder/condition type: racing"), dysmenorrhea ("dysmenorrhea"), dyspareunia ("dyspareunia"), night blindness ("no night vision"), vitreous floaters ("floaters"), vision blurred ("blurred vision"), neck pain ("neck pain"), abdominal pain lower ("lower stomach pain/ lower abdomen pain"), chest pain ("chest pain"), back pain ("back pain"), oral pain ("mouth pain"), pain in extremity ("hands and feet pain"), insomnia ("insomnia"), eye pain ("sharp pain in her eyes"), drug hypersensitivity ("allergic or hypersensitivity reaction: sulfa"), polymenorrhoea ("multiple back to back periods"), pruritus ("rashes and skin conditions type : itch/on fire"), feeling abnormal ("brain fog"), emotional disorder ("emotional breakdowns"), coagulopathy (seriousness criterion medically significant), myalgia ("I'd have pain all over in my muscles"), pain ("organs pain, I'd have pain all over, still have random sharp pains"), tooth loss ("my fillings in teeth began to fall out and not hold over the years, had many teeth removed"), vitamin d deficiency ("vitamin d deficiency"), magnesium deficiency ("magnesium deficiency") and iron deficiency ("iron deficiency") and was found to have hepatic enzyme increased ("I had elevated liver levels"). The patient was treated with antibiotics, calcium, cyclobenzaprine, gabapentin, glucosamine, omeprazole (prilosec), potassium, vitamin k nos (vitamin k), fillings, root canals, removal, surgery ((B)(6) 2016 total laparoscopic hysterectomy, bilateral salpingectomy one coil removed and many teeth were removed) and vitamin k. Essure was removed. At the time of the report, the device dislocation, loss of consciousness, rheumatoid arthritis, arnold-chiari malformation, fallopian tube spasm, complication of device insertion, cognitive disorder, memory impairment, dysgraphia, amnesia, dysphemia, auditory disorder, muscle fatigue, photosensitivity reaction, fibromyalgia, arthralgia, temporomandibular joint syndrome, hypoaesthesia, muscle spasms, alopecia, asthma, visual impairment, depression, anxiety, formication, skin burning sensation, dental caries, hypovitaminosis, abdominal pain, dyspnoea, tremor, abdominal distension, allergy to metals, inflammation, cervix inflammation, uterine tenderness, menorrhagia, vulvovaginal discomfort, vulvovaginal pain, menstrual cramp, rash, tooth fracture, pelvic pain, genital haemorrhage, mood altered, vaginal haemorrhage, rubber sensitivity, contrast media allergy, bacterial vaginosis, vulvovaginal mycotic infection, post-traumatic stress disorder, agoraphobia, bladder disorder, urinary tract disorder, headache, nausea, seizure, dysmenorrhea, dyspareunia, vaginal discharge, night blindness, vitreous floaters, vision blurred, weight increased, dyspepsia, gastrooesophageal reflux disease, neck pain, chest pain, back pain, oral pain, pain in extremity, eye pain, drug hypersensitivity, polymenorrhoea, pruritus, emotional disorder, coagulopathy, myalgia, tooth loss, vitamin d deficiency, magnesium deficiency and iron deficiency outcome was unknown, the fatigue, migraine, abdominal pain lower, insomnia and hepatic enzyme increased was resolving and the pain of skin, chronic insomnia, extrasystoles, palpitations, feeling abnormal and pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, agoraphobia, allergy to metals, alopecia, amnesia, anxiety, arnold-chiari malformation, arthralgia, asthma, auditory disorder, back pain, bacterial vaginosis, bladder disorder, cervix inflammation, chest pain, cholelithiasis, chronic insomnia, coagulopathy, cognitive disorder, complication of device insertion, contrast media allergy, dental caries, depression, device dislocation, drug hypersensitivity, dysgraphia, dyspareunia, dyspepsia, dysphemia, dyspnoea, emotional disorder, extrasystoles, eye pain, fallopian tube spasm, fatigue, feeling abnormal, fibromyalgia, formication, gastrooesophageal reflux disease, genital haemorrhage, headache, hepatic enzyme increased, hypoaesthesia, hypovitaminosis, inflammation, iron deficiency, loss of consciousness, magnesium deficiency, memory impairment, menorrhagia, menstrual cramp, migraine, mood altered, muscle fatigue, muscle spasms, myalgia, nausea, neck pain, night blindness, oral pain, pain, pain in extremity, pain of skin, palpitations, pelvic pain, photosensitivity reaction, polymenorrhoea, post-traumatic stress disorder, pruritus, rash, rheumatoid arthritis, rubber sensitivity, seizure, skin burning sensation, temporomandibular joint syndrome, tooth fracture, tooth loss, tremor, urinary tract disorder, uterine tenderness, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitamin d deficiency, vitreous floaters, vulvovaginal discomfort, vulvovaginal mycotic infection, vulvovaginal pain, weight increased, dysmenorrhea and insomnia to be related to essure. No further causality assessment were provided for the product. The reporter commented: she stated she was implanted with essure before being tested for nickel allergy, it was in her body seven years before finding out she had an allergy to nickel. She was diagnosed with vitamine deficiencies since essure. Then it was removed. (B)(6) 2016:essure device removed which had two coils. Only one coil was removed (B)(6) 2016: x-ray performed: essure device removed which had two coils. Only coil was removed. X-ray performed for possible retained essure device.on the previous ap lumbar spine, essure device was seen. The visualized bones are intact. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Chest x-ray - on an unknown date: thickening of lungs.. Hysterosalpingogram - in 2008: results: tubal blockage; in 2010: results: total bilateral occlusion. Failure to occlude tube. Result: unilateral occlusion (left tube occluded). Unilateral occlusion (right tube occluded). Failure to occlude (close) fallopian tubes (B)(6) 2016: surgical pathology report: addendum: an essure device (stainless steel coil) was identified in the lumen of the right fallopian tube. No essure device was not identified in the left fallopian tube. Final diagnosis: uterus and fallopian tubes; hysterectomy and salpingectomy. Uterus: cervix-ulceration with acute and chronic inflammation. Endometrium- secretory, consistent with 4th to 5th post ovulatory dya. Myometrium-adenomyosis. Bilateral fallopian tubes- congested. History: essure device removed which had two coils. Only coil was removed. X-ray performed for possible retained essure device. Findings: on the previous ap lumbar spine, essure device is seen. Essure confirmation test(s) conducted, specify what did your healthcare provider tell you about your results? The first time that I still needed to get the second tube done. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. On (B)(6) 2020: no new clinical information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 01-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant unable to locate coil/ expulsion of essure device coil not found in left tube during removal surgery, unable to locate'), loss of consciousness ('she has passed out'), rheumatoid arthritis ('rheumatoid arthritis'), arnold-chiari malformation ('brain disorder that is being pinched off by her skull/ brain will swell in lower opening of skull/ brain swelling') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5. Concurrent conditions included panic attacks since 2014, anxiety since 2014, depression since 2014, asthma since 2010, osteoarthritis since 2000, clotting disorder, uterine bleeding, gallstones, platelet disorder and post-traumatic stress disorder. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from 1999 to 2016, ibuprofen and medroxyprogesterone acetate (depo provera) from 2008 to 2010. In 2008, the patient experienced the first episode of migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced fallopian tube spasm ("one tube had a spasm"), complication of device insertion ("complication of device insertion"), rubber sensitivity ("allergic or hypersensitivity reaction type: latex") and contrast media allergy ("allergic or hypersensitivity reaction type: dye"). In 2010, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced mood altered ("hormonal changes: mood changes"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), agoraphobia ("psychological or psychiatric problems condition: agoraphobia") and seizure ("seizures"). In 2012, the patient was found to have weight increased ("weight gain / loss specify : weight gain") and experienced dyspepsia ("gastrointestinal or digestive system condition type: indigestion") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). In 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant) with pain and musculoskeletal disorder, arnold-chiari malformation (seriousness criterion medically significant), cognitive disorder ("cognitive issues"), memory impairment ("memory issues/ short term memory was shot/short term memory issues"), dysgraphia ("could not write what she wanted to"), amnesia ("loss of word recall during sentences as she spoke"), dysphemia ("stutters"), auditory disorder ("hearing issues"), the second episode of migraine ("migraines"), fatigue ("chronic fatigue"), the first episode of tremor ("tremors"), muscle fatigue ("muscle fatigue"), photosensitivity reaction ("sensitivity to the sun"), pain of skin ("skin sensitivity to touch"), fibromyalgia ("fibromyalgia"), arthralgia ("hip/ knee pain/ joint pain"), temporomandibular joint syndrome ("tmg (temporomandibular disorders)/ tmj") with oral pain, tooth fracture, bruxism, toothache and gingival swelling, hypoaesthesia ("numbness in hands and feet"), muscle spasms ("muscle spasms"), chronic insomnia ("chronic insomnia"), alopecia ("severe hair loss/ alopecia/ hair loss"), asthma ("severe asthma"), visual impairment ("vision problems"), depression ("depression"), anxiety ("anxiety"), formication ("my skin crawls"), skin burning sensation ("my skin burns from the inside out"), dental caries ("tooth decay "), hypovitaminosis ("vitamin deficiencies/vitamin deficiency: vitamin d,magnesium, iron"), abdominal pain ("abdominal pain"), dyspnoea ("breathing issues,"), the second episode of tremor ("tremors"), abdominal distension ("bloating"), allergy to metals ("nickle allergies/ nickel allergy/ allergy to mercury"), inflammation ("inflammation in your body"), cervix inflammation ("damage it has done to my cervix becoming inflamed"), uterine tenderness ("uterus being extra sensitive"), menorrhagia ("heavy periods / gushes of blood from my vagina during periods"), vulvovaginal discomfort ("weighted feeling in my vagina"), vulvovaginal pain ("sharp stinging pains my vagina"), menstrual cramp ("painful cramping during my period"), rash ("skin rash"), tooth fracture ("teeth breaking"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type bladder/urinary. Infection (other) describe: bv"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast continuously while not sexually active."), extrasystoles ("blood or heart disorder/condition type: skipping beats"), palpitations ("blood or heart disorder/condition type: racing"), dysmenorrhea ("dysmenorrhea"), dyspareunia ("dyspareunia"), night blindness ("no night vision"), vitreous floaters ("floaters"), vision blurred ("blurred vision"), neck pain ("neck pain"), abdominal pain lower ("lower stomech pain/ lower abdomen pain"), chest pain ("chest pain"), back pain ("back pain"), oral pain ("mouth pain"), pain in extremity ("hands and feet pain"), insomnia ("insomnia"), eye pain ("sharp pain in her eyes"), drug hypersensitivity ("allergic or hypersensitivity reaction: sulfa"), polymenorrhoea ("multiple back to back periods"), pruritus ("rashes and skin conditions type : itch/on fire"), feeling abnormal ("brain fog"), emotional disorder ("emotional breakdowns") and coagulopathy ("clotting disorder"). The patient was treated with antibiotics, cyclobenzaprine, gabapentin, omeprazole (prilosec), fillings, root canals, removal and surgery ((B)(6) 2016 total laparoscopic hysterectomy, bilateral salphingectomy one coil was removed.). Essure was removed. At the time of the report, the device dislocation, loss of consciousness, rheumatoid arthritis, arnold-chiari malformation, fallopian tube spasm, complication of device insertion, cognitive disorder, memory impairment, dysgraphia, amnesia, dysphemia, auditory disorder, muscle fatigue, photosensitivity reaction, pain of skin, fibromyalgia, arthralgia, temporomandibular joint syndrome, hypoaesthesia, muscle spasms, alopecia, asthma, visual impairment, depression, anxiety, formication, skin burning sensation, dental caries, hypovitaminosis, abdominal pain, dyspnoea, the last episode of tremor, abdominal distension, allergy to metals, inflammation, cervix inflammation, uterine tenderness, menorrhagia, vulvovaginal discomfort, vulvovaginal pain, menstrual cramp, rash, tooth fracture, pelvic pain, genital haemorrhage, mood altered, vaginal haemorrhage, rubber sensitivity, contrast media allergy, bacterial vaginosis, vulvovaginal mycotic infection, post-traumatic stress disorder, agoraphobia, bladder disorder, urinary tract disorder, headache, nausea, seizure, dysmenorrhea, dyspareunia, vaginal discharge, night blindness, vitreous floaters, vision blurred, weight increased, dyspepsia, gastrooesophageal reflux disease, neck pain, chest pain, back pain, oral pain, pain in extremity, eye pain, drug hypersensitivity, polymenorrhoea, pruritus, feeling abnormal, emotional disorder and coagulopathy outcome was unknown, the last episode of migraine, fatigue, abdominal pain lower and insomnia was resolving and the chronic insomnia, extrasystoles and palpitations had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, agoraphobia, allergy to metals, alopecia, amnesia, anxiety, arnold-chiari malformation, arthralgia, asthma, auditory disorder, back pain, bacterial vaginosis, bladder disorder, cervix inflammation, chest pain, chronic insomnia, coagulopathy, cognitive disorder, complication of device insertion, contrast media allergy, dental caries, depression, device dislocation, drug hypersensitivity, dysgraphia, dyspareunia, dyspepsia, dysphemia, dyspnoea, emotional disorder, extrasystoles, eye pain, fallopian tube spasm, fatigue, feeling abnormal, fibromyalgia, formication, gastrooesophageal reflux disease, genital haemorrhage, headache, hypoaesthesia, hypovitaminosis, inflammation, loss of consciousness, memory impairment, menorrhagia, menstrual cramp, mood altered, muscle fatigue, muscle spasms, nausea, neck pain, night blindness, oral pain, pain in extremity, pain of skin, palpitations, pelvic pain, photosensitivity reaction, polymenorrhoea, post-traumatic stress disorder, pruritus, rash, rheumatoid arthritis, rubber sensitivity, seizure, skin burning sensation, temporomandibular joint syndrome, tooth fracture, urinary tract disorder, uterine tenderness, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitreous floaters, vulvovaginal discomfort, vulvovaginal mycotic infection, vulvovaginal pain, weight increased, the first episode of migraine, the first episode of tremor, dysmenorrhea, insomnia, the second episode of migraine and the second episode of tremor to be related to essure. The reporter commented: (B)(6) 2016:essure device removed which had two coils. Only coil was removed. (B)(6) 2016: x-ray performed: essure device removed which had two coils. Only coil was removed. X-ray performed for possible retained essure device.on the previous ap lumbar spine, essure device is seen. The visualized bones are intact. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Chest x-ray - on an unknown date: thickening of lungs.. Hysterosalpingogram - in 2008: results: tubal blockage; in 2010: results: total bilateral occlusion. Failure to occlude tube. Result: unilateral occlusion (left tube occluded). Unilateral occlusion (right tube occluded). Failure to occlude (close) fallopian tubes (B)(6) 2016: surgical pathology report: addendum: an essure device (stainless steel coil) was identified in the lumen of the right fallopian tube. No essure device was not identified in the left fallopian tube. Final diagnosis: uterus and fallopian tubes; hysterectomy and salpingectomy. Uterus: cervix-ulceration with acute and chroniuc inflammation. Endometrium- secretory, consistent with 4th to 5th post ovulatory dya. Myometrium-adenomyosis. Bilateral fallopian tubes- congested. History: essure device removed which had two coils. Only coil was removed. X-ray performed for possible retained essure device. Findings: on the previous ap lumbar spine, essure device is seen. Essure confirmation test(s) conducted, specify what did your healthcare provider tell you about your results? The first time that I still needed to get the second tube done. Concerning the injuries reported in this case, the following one were reported from social media report : brain fog, emotional breakdowns , clotting disorder. Quality-safety evaluation of ptc: technical assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the consumer, regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-oct-2019: fu 12/13 processed together. Social media received: new events added: brain fog, emotional breakdowns, clotting disorder. Event brain disorder updated to chiari malformation .lab data were added. Reporter information were updated. On 2-oct-2019: fu 12/13 processed together. No new information were received. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0751) on 21-aug-2015. The most recent information was received on 11-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant unable to locate coil/ expulsion of essure device coil not found in left tube during removal surgery, unable to locate"), loss of consciousness ("she has passed out"), rheumatoid arthritis ("rheumatoid arthritis"), cerebral disorder ("brain disorder that is being pinched off by her skull/ brain will swell in lower opening of skull") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5. Concurrent conditions included clotting disorder, uterine bleeding, osteoarthritis since 2000, panic attacks since 2014, asthma since 2010, gallstones, anxiety since 2014, depression since 2014, platelet disorder and post-traumatic stress disorder. Concomitant products included ibuprofen, medroxyprogesterone (depo provera) from 2008 to 2010 and nuvaring from 1999 to 2016. In 2008, the patient experienced the first episode of migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced fallopian tube spasm ("one tube had a spasm"), complication of device insertion ("complication of device insertion"), rubber sensitivity ("allergic or hypersensitivity reaction type: latex") and contrast media allergy ("allergic or hypersensitivity reaction type: dye"). In 2010, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced mood altered ("hormonal changes: mood changes"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), agoraphobia ("psychological or psychiatric problems condition: agoraphobia") and seizure ("seizures"). In 2012, the patient experienced weight increased ("weight gain / loss specify : weight gain"), dyspepsia ("gastrointestinal or digestive system condition type: indigestion") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). In 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant) with pain and musculoskeletal disorder, cerebral disorder (seriousness criterion medically significant), cognitive disorder ("cognitive issues"), memory impairment ("memory issues/ short term memory was shot"), dysgraphia ("could not write what she wanted to"), amnesia ("loss of word recall during sentences as she spoke"), dysphemia ("stutters"), auditory disorder ("hearing issues"), the second episode of migraine ("migraines"), fatigue ("chronic fatigue"), the first episode of tremor ("tremors"), muscle fatigue ("muscle fatigue"), photosensitivity reaction ("sensitivity to the sun"), pain of skin ("skin sensitivity to touch"), fibromyalgia ("fibromyalgia"), arthralgia ("hip/ knee pain/ joint pain"), temporomandibular joint syndrome ("tmg (temporomandibular disorders)/ tmj") with oral pain, tooth fracture, bruxism, toothache and gingival swelling, hypoaesthesia ("numbness in hands and feet"), muscle spasms ("muscle spasms"), the first episode of insomnia ("chronic insomnia"), alopecia ("severe hair loss/ alopecia/ hair loss"), asthma ("severe asthma"), visual impairment ("vision problems"), depression ("depression"), anxiety ("anxiety"), formication ("my skin crawls"), skin burning sensation ("my skin burns from the inside out"), dental caries ("tooth decay "), hypovitaminosis ("vitamin deficiencies"), abdominal pain ("abdominal pain"), dyspnoea ("breathing issues,"), the second episode of tremor ("tremors"), abdominal distension ("bloating"), allergy to metals ("nickle allergies/ nickel allergy/ allergy to mercury"), inflammation ("inflammation in your body"), cervix inflammation ("damage it has done to my cervix becoming inflamed"), uterine tenderness ("uterus being extra sensitive"), menorrhagia ("heavy periods / gushes of blood from my vagina during periods"), vulvovaginal discomfort ("weighted feeling in my vagina"), vulvovaginal pain ("sharp stinging pains my vagina"), the first episode of dysmenorrhoea ("painful cramping during my period"), rash ("skin rash"), tooth fracture ("teeth breaking"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type bladder/urinary. Infection (other) describe: bv"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast continuously while not sexually active."), extrasystoles ("blood or heart disorder/condition type: skipping beats"), palpitations ("blood or heart disorder/condition type: racing"), the second episode of dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), night blindness ("no night vision"), vitreous floaters ("floaters"), vision blurred ("blurred vision"), neck pain ("neck pain"), abdominal pain lower ("lower stomech pain/ lower abdomen pain"), chest pain ("chest pain"), back pain ("back pain"), oral pain ("mouth pain"), pain in extremity ("hands and feet pain"), the second episode of insomnia ("insomnia"), eye pain ("sharp pain in her eyes"), drug hypersensitivity ("allergic or hypersensitivity reaction: sulfa"), polymenorrhoea ("multiple back to back periods") and pruritus ("rashes and skin conditions type : itch/on fire"). The patient was treated with cyclobenzaprine, gabapentin, omeprazole (prilosec), antibiotics and surgery ((B)(6) 2016 total laparoscopic hysterectomy, bilateral salphingectomy one coil was removed.). Essure was removed. At the time of the report, the device dislocation, loss of consciousness, rheumatoid arthritis, cerebral disorder, fallopian tube spasm, complication of device insertion, cognitive disorder, memory impairment, dysgraphia, amnesia, dysphemia, auditory disorder, muscle fatigue, photosensitivity reaction, pain of skin, fibromyalgia, arthralgia, temporomandibular joint syndrome, hypoaesthesia, muscle spasms, alopecia, asthma, visual impairment, depression, anxiety, formication, skin burning sensation, dental caries, hypovitaminosis, abdominal pain, dyspnoea, the last episode of tremor, abdominal distension, allergy to metals, inflammation, cervix inflammation, uterine tenderness, menorrhagia, vulvovaginal discomfort, vulvovaginal pain, rash, tooth fracture, pelvic pain, genital haemorrhage, mood altered, vaginal haemorrhage, rubber sensitivity, contrast media allergy, bacterial vaginosis, vulvovaginal mycotic infection, post-traumatic stress disorder, agoraphobia, bladder disorder, urinary tract disorder, headache, nausea, seizure, the last episode of dysmenorrhoea, dyspareunia, vaginal discharge, night blindness, vitreous floaters, vision blurred, weight increased, dyspepsia, gastrooesophageal reflux disease, neck pain, chest pain, back pain, oral pain, pain in extremity, eye pain, drug hypersensitivity, polymenorrhoea and pruritus outcome was unknown, the last episode of migraine, fatigue, abdominal pain lower and the last episode of insomnia was resolving and the extrasystoles and palpitations had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, agoraphobia, allergy to metals, alopecia, amnesia, anxiety, arthralgia, asthma, auditory disorder, back pain, bacterial vaginosis, bladder disorder, cerebral disorder, cervix inflammation, chest pain, cognitive disorder, complication of device insertion, contrast media allergy, dental caries, depression, device dislocation, drug hypersensitivity, dysgraphia, dyspareunia, dyspepsia, dysphemia, dyspnoea, extrasystoles, eye pain, fallopian tube spasm, fatigue, fibromyalgia, formication, gastrooesophageal reflux disease, genital haemorrhage, headache, hypoaesthesia, hypovitaminosis, inflammation, loss of consciousness, memory impairment, menorrhagia, mood altered, muscle fatigue, muscle spasms, nausea, neck pain, night blindness, oral pain, pain in extremity, pain of skin, palpitations, pelvic pain, photosensitivity reaction, polymenorrhoea, post-traumatic stress disorder, pruritus, rash, rheumatoid arthritis, rubber sensitivity, seizure, skin burning sensation, temporomandibular joint syndrome, tooth fracture, urinary tract disorder, uterine tenderness, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitreous floaters, vulvovaginal discomfort, vulvovaginal mycotic infection, vulvovaginal pain, weight increased, the first episode of dysmenorrhoea, the first episode of insomnia, the first episode of migraine, the first episode of tremor, the second episode of dysmenorrhoea, the second episode of insomnia, the second episode of migraine and the second episode of tremor to be related to essure. The reporter commented: (B)(6) 2016:essure device removed which had two coils. Only coil was removed (B)(6) 2016: x-ray performed: essure device removed which had two coils. Only coil was removed. X-ray performed for possible retained essure device.on the previous ap lumbar spine, essure device is seen. The visualized bones are intact. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - in 2008: tubal blockage; in 2010: total bilateral occlusion. Failure to occlude tube result: unilateral occlusion (left tube occluded). Unilateral occlusion (right tube occluded). Failure to occlude (close) fallopian tubes (B)(6) 2016: surgical pathology report: addendum: an essure device (stainless steel coil) was identified in the lumen of the right fallopian tube. No essure device was not identified in the left fallopian tube. Final diagnosis: uterus and fallopian tubes; hysterectomy and salpingectomy. Uterus: cervix-ulceration with acute and chroniuc inflammation. Endometrium- secretory, consistent with 4th to 5th post ovulatory dya. Myometrium-adenomyosis. Bilateral fallopian tubes- congested. History: essure device removed which had two coils. Only coil was removed. X-ray performed for possible retained essure device. Findings: on the previous ap lumbar spine, essure device is seen. Essure confirmation test(s) conducted, specify what did your healthcare provider tell you about your results? The first time that I still needed to get the second tube done. Quality-safety evaluation of ptc: technical assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the consumer, regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 11-oct-2018: pfs received : new event pruritis was added. Concomitant conditions were added. Reporter information was updated. Patient information was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 21-aug-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant unable to locate coil/ expulsion of essure device coil not found in left tube during removal surgery, unable to locate'), loss of consciousness ('she has passed out'), rheumatoid arthritis ('rheumatoid arthritis'), arnold-chiari malformation ('brain disorder that is being pinched off by her skull/ brain will swell in lower opening of skull/ brain swelling') and coagulopathy ('clotting disorder') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5. Concurrent conditions included panic attacks since 2014, anxiety since 2014, depression since 2014, asthma since 2010, osteoarthritis since 2000, clotting disorder (pre-existing), uterine bleeding, gallstones, platelet disorder and post-traumatic stress disorder. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from 1999 to 2016, ibuprofen and medroxyprogesterone acetate (depo provera) from 2008 to 2010. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In 2009, the patient experienced fallopian tube spasm ("one tube had a spasm"), complication of device insertion ("complication of device insertion"), rubber sensitivity ("allergic or hypersensitivity reaction type: latex") and contrast media allergy ("allergic or hypersensitivity reaction type: dye"). In 2010, the patient experienced vaginal discharge ("vaginal discharge"). In 2011, the patient experienced mood altered ("hormonal changes: mood changes"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), agoraphobia ("psychological or psychiatric problems condition: agoraphobia") and seizure ("seizures"). In 2012, the patient was found to have weight increased ("weight gain / loss specify : weight gain") and experienced dyspepsia ("gastrointestinal or digestive system condition type: indigestion") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). In 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2015, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant) with pain and musculoskeletal disorder, arnold-chiari malformation (seriousness criterion medically significant), cognitive disorder ("cognitive issues"), memory impairment ("memory issues/ short term memory was shot/short term memory issues"), dysgraphia ("could not write what she wanted to"), amnesia ("loss of word recall during sentences as she spoke"), dysphemia ("stutters"), auditory disorder ("hearing issues"), fatigue ("chronic fatigue"), muscle fatigue ("muscle fatigue"), photosensitivity reaction ("sensitivity to the sun"), pain of skin ("skin sensitivity to touch\skin pain"), fibromyalgia ("fibromyalgia"), arthralgia ("hip/ knee pain/ joint pain"), temporomandibular joint syndrome ("tmg (temporomandibular disorders)/ tmj") with oral pain, tooth fracture, bruxism, toothache and gingival swelling, hypoaesthesia ("numbness in hands and feet"), muscle spasms ("muscle spasms"), chronic insomnia ("chronic insomnia"), alopecia ("severe hair loss/ alopecia/ hair loss"), asthma ("severe asthma"), visual impairment ("vision problems"), depression ("depression"), anxiety ("anxiety"), formication ("my skin crawls"), skin burning sensation ("my skin burns from the inside out"), dental caries ("tooth decay"), hypovitaminosis ("vitamin deficiencies/vitamin deficiency: vitamin d,magnesium, iron"), abdominal pain ("abdominal pain"), dyspnoea ("breathing issues,"), tremor ("tremors"), abdominal distension ("bloating"), allergy to metals ("nickle allergies/ nickel allergy/ allergy to mercury"), inflammation ("inflammation in your body"), cervix inflammation ("damage it has done to my cervix becoming inflamed"), uterine tenderness ("uterus being extra sensitive"), menorrhagia ("heavy periods / gushes of blood from my vagina during periods"), vulvovaginal discomfort ("weighted feeling in my vagina"), vulvovaginal pain ("sharp stinging pains my vagina"), menstrual cramp ("painful cramping during my period"), rash ("skin rash\breakout in rash"), tooth fracture ("teeth breaking"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type bladder/urinary. Infection (other) describe: bv"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast continuously while not sexually active."), extrasystoles ("blood or heart disorder/condition type: skipping beats"), palpitations ("blood or heart disorder/condition type: racing"), dysmenorrhea ("dysmenorrhea"), dyspareunia ("dyspareunia"), night blindness ("no night vision"), vitreous floaters ("floaters"), vision blurred ("blurred vision"), neck pain ("neck pain"), abdominal pain lower ("lower stomech pain/ lower abdomen pain"), chest pain ("chest pain"), back pain ("back pain"), oral pain ("mouth pain"), pain in extremity ("hands and feet pain"), insomnia ("insomnia"), eye pain ("sharp pain in her eyes"), drug hypersensitivity ("allergic or hypersensitivity reaction: sulfa"), polymenorrhoea ("multiple back to back periods"), pruritus ("rashes and skin conditions type : itch/on fire"), feeling abnormal ("brain fog"), emotional disorder ("emotional breakdowns"), coagulopathy (seriousness criterion medically significant), myalgia ("I'd have pain all over in my muscles"), pain ("organs pain, I'd have pain all over, still have random sharp pains"), tooth loss ("my fillings in teeth began to fall out and not hold over the years, had many teeth removed"), vitamin d deficiency ("vitamin d deficiency"), magnesium deficiency ("magnesium deficiency") and iron deficiency ("iron deficiency") and was found to have hepatic enzyme increased ("I had elevated liver levels") and cholelithiasis (I was recently diagnosed with gall stones). The patient was treated with antibiotics, calcium, cyclobenzaprine, gabapentin, glucosamine, omeprazole (prilosec), potassium, vitamin k nos (vitamin k), fillings, root canals, removal, surgery ((B)(6) 2016 total laparoscopic hysterectomy, bilateral salphingectomy one coil removed and many teeth were removed) and vitamin k. Essure was removed. At the time of the report, the device dislocation, loss of consciousness, rheumatoid arthritis, arnold-chiari malformation, fallopian tube spasm, complication of device insertion, cognitive disorder, memory impairment, dysgraphia, amnesia, dysphemia, auditory disorder, muscle fatigue, photosensitivity reaction, fibromyalgia, arthralgia, temporomandibular joint syndrome, hypoaesthesia, muscle spasms, alopecia, asthma, visual impairment, depression, anxiety, formication, skin burning sensation, dental caries, hypovitaminosis, abdominal pain, dyspnoea, tremor, abdominal distension, allergy to metals, inflammation, cervix inflammation, uterine tenderness, menorrhagia, vulvovaginal discomfort, vulvovaginal pain, menstrual cramp, rash, tooth fracture, pelvic pain, genital haemorrhage, mood altered, vaginal haemorrhage, rubber sensitivity, contrast media allergy, bacterial vaginosis, vulvovaginal mycotic infection, post-traumatic stress disorder, agoraphobia, bladder disorder, urinary tract disorder, headache, nausea, seizure, dysmenorrhea, dyspareunia, vaginal discharge, night blindness, vitreous floaters, vision blurred, weight increased, dyspepsia, gastrooesophageal reflux disease, neck pain, chest pain, back pain, oral pain, pain in extremity, eye pain, drug hypersensitivity, polymenorrhoea, pruritus, emotional disorder, coagulopathy, myalgia, tooth loss, vitamin d deficiency, magnesium deficiency, cholelithiasis and iron deficiency outcome was unknown, the fatigue, migraine, abdominal pain lower, insomnia and hepatic enzyme increased was resolving and the pain of skin, chronic insomnia, extrasystoles, palpitations, feeling abnormal and pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, agoraphobia, allergy to metals, alopecia, amnesia, anxiety, arnold-chiari malformation, arthralgia, asthma, auditory disorder, back pain, bacterial vaginosis, bladder disorder, cervix inflammation, chest pain, cholelithiasis, chronic insomnia, coagulopathy, cognitive disorder, complication of device insertion, contrast media allergy, dental caries, depression, device dislocation, drug hypersensitivity, dysgraphia, dyspareunia, dyspepsia, dysphemia, dyspnoea, emotional disorder, extrasystoles, eye pain, fallopian tube spasm, fatigue, feeling abnormal, fibromyalgia, formication, gastrooesophageal reflux disease, genital haemorrhage, headache, hepatic enzyme increased, hypoaesthesia, hypovitaminosis, inflammation, iron deficiency, loss of consciousness, magnesium deficiency, memory impairment, menorrhagia, menstrual cramp, migraine, mood altered, muscle fatigue, muscle spasms, myalgia, nausea, neck pain, night blindness, oral pain, pain, pain in extremity, pain of skin, palpitations, pelvic pain, photosensitivity reaction, polymenorrhoea, post-traumatic stress disorder, pruritus, rash, rheumatoid arthritis, rubber sensitivity, seizure, skin burning sensation, temporomandibular joint syndrome, tooth fracture, tooth loss, tremor, urinary tract disorder, uterine tenderness, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, vitamin d deficiency, vitreous floaters, vulvovaginal discomfort, vulvovaginal mycotic infection, vulvovaginal pain, weight increased, dysmenorrhea and insomnia to be related to essure. The reporter commented: she stated she was implanted with essure before being tested for nickel allergy, it was in her body seven years before finding out she had an allergy to nickel. She was diagnosed with vitamine deficiencies since essure. Then it was removed. (B)(6) 2016:essure device removed which had two coils. Only one coil was removed (B)(6) 2016: x-ray performed: essure device removed which had two coils. Only coil was removed. X-ray performed for possible retained essure device.on the previous ap lumbar spine, essure device was seen. The visualized bones are intact. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Chest x-ray - on an unknown date: thickening of lungs. Hysterosalpingogram - in 2008: results: tubal blockage; in 2010: results: total bilateral occlusion. Failure to occlude tube. Result: unilateral occlusion (left tube occluded). Unilateral occlusion (right tube occluded). Failure to occlude (close) fallopian tubes (B)(6) 2016: surgical pathology report: addendum: an essure device (stainless steel coil) was identified in the lumen of the right fallopian tube. No essure device was not identified in the left fallopian tube. Final diagnosis: uterus and fallopian tubes; hysterectomy and salpingectomy. Uterus: cervix-ulceration with acute and chroniuc inflammation. Endometrium- secretory, consistent with 4th to 5th post ovulatory dya. Myometrium-adenomyosis. Bilateral fallopian tubes- congested. History: essure device removed which had two coils. Only coil was removed. X-ray performed for possible retained essure device. Findings: on the previous ap lumbar spine, essure device is seen. Essure confirmation test(s) conducted, specify what did your healthcare provider tell you about your results? The first time that I still needed to get the second tube done. Concerning the injuries reported in this case, the following one were reported from social media report : brain fog, emotional breakdowns , clotting disorder, vitamin d deficiency, magnesium deficiency, iron deficiency, hepatic enzymes increased, pain, skin pain. This case has been identified during monitoring of postings on an FDA hosted docket website for essure, which has been established in preparation of a public FDA advisory committee meeting taking place on 13-nov-2019 and 14-nov-2019 (FDA, reference number: FDA-(B)(4)). Quality-safety evaluation of ptc: technical assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the consumer, regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : following event was added : I was recently diagnosed with gall stones. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.